Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charging cable smoked - oral-b device catching fire . Case narrative: a store reported via e-mail that a consumer reported their oral-b toothbrush charging cable smoked. No injury was reported.